Event description:
This device was returned with oos documentation from biotronik rep (B) (4). Per oos, this lead was "malpositioned" and the physician removed this lead and replaced it with a corox otw-s 85-bp, (B) (4). Linox sd 65/16, (B) (4), MDR 1028232-2010-00625.